Event description:
A customer reported via email bleeding after freestyle libre 2 sensor insertion. The customer subsequently lost consciousness, but no further information was provided. Thus-far attempts to gather additional details have been unsuccessful. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) was able to contact the customer and the following additional information was obtained: the customer clarified that he did not experience a loss of consciousness due to the reported product issue, nor did he require third-party intervention. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following have been updated per additional information received from customer: b2 - outcomes attributed to ae b5 - describe event or problem h6 - adverse event problem (health effect - clinical code, health effect - impact code) h10 - addtl mfg narrative.

Event description:
A customer reported via email bleeding after freestyle libre 2 sensor insertion. The customer subsequently lost consciousness, but no further information was provided. Thus-far attempts to gather additional details have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unknown to (B)(6) as the previously submitted information was deemed invalid. Section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor pack and applicator were not returned. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. If the partial products are returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email bleeding after freestyle libre 2 sensor insertion. The customer subsequently lost consciousness, but no further information was provided. Thus-far attempts to gather additional details have been unsuccessful. There was no report of death or permanent injury associated with this event.